Manufacturer narrative:
(B)(4). Visual analysis of the device revealed that one step button delivery system was broken into two pieces and stretched. It is most likely that procedural factors encountered during procedure could have affected the device performance and its integrity. Probably the tubing was detached due to user technique, patient anatomy or other procedural factors. As per visual analysis, the delivery system was broken, some additional force applied during the procedure while trying to release the dome or when they tried to insert the unit into the patient could cause the device to stretched and it broke. Based on the information available and the analysis performed, it was determined that the investigation conclusion code for the complaint will be documented as adverse event related to procedure since the event occurred during the preparation and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/dfu.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was defective. The procedure was completed with a new endovive one step button. There were no patient complications reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation results: one step button delivery system was broken into two pieces and stretched.